Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 7/1/2025. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: 1. Please clarify if product 8741h; lot 104qds and product 8741h; lot 103g4m demonstrated the alleged deficiency on the same patient event? It is confirmed only lot 104qds has the defect. Initially the customer was unsure of the lot # but was able to quarantine lot # 104qds due to frequent defects. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a cardiac vascular procedure on an unknown date and suture was used. During cardiac vascular surgery, needle detaches easily from the suture and the sutures are tangled. No adverse impact to patient/user was reported. Device is not available for return. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Corrected information: b1, h1 - based on additional information provided by the customer, this event no longer meets reportable malfunction criteria. Therefore, this medwatch report is being voided.